Event description:
Pt scheduled for right total knee revision. Howmedica polyethylene tibial insert did not lock onto the already in place tibial tray. Decision made by surgeon to do complete revision using a different product.